Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device displayed occurrence of a vent inop alarm of data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc ) failed. The unit was being used on a patient when the issue occurred. There was no adverse patient effect.

Manufacturer narrative:
Other relevant history: heart failure.